Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during a cataract procedure. The procedure was completed with the same equipment and accessories with a delay of less than 15 minutes. There was no patient harm.